Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented to the ER after receiving a vibratory alert. The device interrogation revealed premature eri. The device is part of advisory. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
Additional information: the device is an advisory.